Event description:
It was reported that while inserting a secur fit the surgeon felt that there was a mismatch between broach and femoral stem. Broached to size 8 and put in fem component and sat too low. Thought sizes were mismatched and decided to go up to a bigger size femoral component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.visual, dimensional and functional analysis could not be performed as the device was not returned.the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that while inserting a secur fit the surgeon felt that there was a mismatch between broach and femoral stem. Broached to size 8 and put in fem component and sat too low. Thought sizes were mismatched and decided to go up to a bigger size femoral component.